Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient via patient letter. Patient was asked what circumstances led to difficulty charging. Patient responded not topping off the stimulator each morning resulting in battery going dead. Steps taken to resolve the issue was each morning patient charge the stimulator to keep it at 100%.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was probably 6 months after being implanted the pt noticed they had issues recharging the ins. One time they left it on charging the ins for 8 hours and it did not recharge. On thursday or friday the pts controller battery went all the way down in charge so they went to charge the controller from 50% to 100% then went to charge the ins. Ins charging took forever and a day to get it to charge. The pt stopped charging and did errands and when they came back they went to plug the controller into the wall and that was when they noticed the controller would not turn on. Pt noted they did not bother notifying their rep until today since the pts pain was not unbearable unless they stood for a long length of time. During call pt verified no damage to the recharger or to the controller charging port. Pt removed the controller battery and plugged the controller into the power supply, pt verified the controller turned on - the time on the controller was off by an hour due to daylight savings. Pt put the battery back into the controller and verified the controller was charging. Pt unlocked the controller and got no device found. The pt was advised to recharge the controller then ins; agent reviewed how to change the time. The troubleshooting steps that were taken on the call resolved the issue.